Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification with respect to a device falsely detecting a loaded set. The lower auxiliary assembly was found to be failing. The failed lower auxiliary assembly was replaced.

Event description:
During baxter's functionality testing of a spectrum pump, it falsely detected a loaded set. There was no patient involvement.